Event description:
It was reported that the stent was damaged. Vascular access was obtained via the radial artery. The lesion being treated was located in the left anterior descending artery. Upon advancing a 3.00x32mm promus element stent delivery system to the target lesion, resistance was noted. The device was successfully removed and the stent appeared to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the crimped stent was stretched and pulled distally out over the tip section of the device. The proximal end of the stent was secured in its correct location on the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. On the exposed portion of the balloon, the stent crimp marks are clearly visible. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that the stent was damaged. Vascular access was obtained via the radial artery. The lesion being treated was located in the left anterior descending artery. Upon advancing a 3.00x32mm promus element stent delivery system to the target lesion resistance was noted. The device was successfully removed and the stent appeared to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.